Event description:
On (B)(6) 2012, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. On (B)(6) 2012, this pt presented with acute arterial occlusion of the right limb. The physician reports that the occlusion was likely caused by the pt's tortuous anatomy. Therefore, the physician performed an unsuccessful arterial thromboembolectomy, followed by a femoral/femoral bypass, which was successful. The pt tolerated the procedure and was discharged without permanent injury to the lower limb.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.